Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had some condensation behind the screen and button sometimes unresponsive. The insulin pump had cracked by the reservoir area. Customer also mentioned having high blood glucose in january. No harm requiring medical intervention was reported. The customer was declined to troubleshooting. The device will not be returned for analysis.